Manufacturer narrative:
(B)(4).

Event description:
New information received notes that another episode of post-paced t-wave oversensing was observed. Further programming changes were recommended but was not made. Patient will be monitored.

Event description:
It was reported that an alert for non-sustained rv oversensing was received via remote transmission. Patient was asymptomatic. Programming changes were made. Device remains implanted.